Manufacturer narrative:
The customer's report of leakage was confirmed. A visual inspection of one of the samples identified the smartsite component to be oval in shape with the blue piston protruding out of the white plastic female luer adaptor. Functional testing confirmed the customer's experience as leakage was observed from the oval smartsite. Pressure testing did not identify any leakage from any point of the line. The root cause of this issue is exposure of the smartsite to an external heat source that brings the component temperature above 60 degree celsius. A review of the manufacturing process, storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
The reported feedback suggests that a leak occurred from the smartsite during clinical use. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.